Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Empty test strip vial returned. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/13/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer states she does not have the meter with her at this time and will call back. Provided the phone number and reference number for customer to call back.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 336 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 01/22/2019, a back to back blood test was performed by the customer fasting and produced test results of 180 mg/dl and 174 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/17/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).